Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that there was an issue regarding the functionality of the keypad. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, the pump powered on to blank display. The complaint of a keypad button response issue was not able to be tested due to the unrelated blank display issue. The keypad was removed and no evidence of contamination was found under the button contacts. Unrelated to the complaint, investigation revealed that the cartridge compartment was chipped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.